Manufacturer narrative:
Covidien/medtronic reference number (B)(4). One sample was received for evaluation. A visual inspection and an inflation/deflation test were performed. The reported complaint (cut in cuff) was confirmed. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Inflation and deflation tests are performed for all taperguard products. The confirmed failure (cut in cuff) would have been detected during the 100% inflation/deflation test, therefore, the failure mode is not confirmed as related with the manufacturing process. Information has been added to the database and trends will continue to be monitored.

Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
The endotracheal tube's cuff was pre-tested prior to patient intubation. Following intubation the cuff leaked and was removed from the patient and replaced. There was no harm reported.